Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed. No further information is available. Procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.